Event description:
Boston scientific received information that during a device change out procedure, removal difficulty was experienced while attempting to explant this implantable defibrillation lead with a laser. The lead broke off and the physician elected to leave the remaining portion of the lead in the patient. An insulation break was also noted on the lead during the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.